Manufacturer narrative:
Device remains implanted in the pt. A review of the mfg paperwork has been requested. Also implanted in the pt was pxt281412/lot #04887659, pxa280300/lot #04345081.

Event description:
In 2007, the pt was treated emergently with the gore excluder aaa endoprosthesis. Intra-operative angiography showed complete occlusion of the external iliac arteries and a conduit was placed on the pt's right common iliac artery. During conduit placement, the right common iliac artery dissected and the sheath would not advance. The guidewire went through the dissection in the common iliac artery which caused bleeding and the pt's blood pressure to drop. An occlusion balloon was placed in the left common iliac artery to stabilize the blood pressure and to gain control of the right common iliac artery. The physician performed an aorto uni-iliac procedure. As of the following month, the pt was reported to be doing well.